Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the date on the meter was incorrect, reading (B)(6) 2013. It was unclear at the time of initial contact if the time was correct or not. The alleged issue indicates that the time and date may be incorrect on the pump, since the time and date on the meter are set from the time and date on the pump. The pump was not available at the time of initial contact for troubleshooting. Customer technical support made multiple attempts to reach the reporter to complete troubleshooting, without success. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: there was no activity related to the complaint observed in the pump histories and no data in the pump histories from the time of the reported issue due to continued use. A timekeeping accuracy test was performed and the pump was observed to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.